Manufacturer narrative:
It was reported that while using bd synapsys laboratory solutions an application workflow error was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Medical device brand name: bd synapsys laboratory solutions. Common device name: na; product code: na. . Medical device catalog number: 444150; medical device serial number: (B)(6); UDI number: (B)(4). Device manufacture date: 2018-03-19.

Event description:
It was reported that while using a bd synapses laboratory solutions an application workflow error was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
Investigation summary the customer is reporting the following: both plates c00000005935 and c00000005933 have colonies marked as isolate 1. The maldi-t of test carried out from plate c00000005933, however, cce reports to the lis that the maldi-tof was carried out from c0000000935. Logs were not available at the time of review and additional attempts to reproduce the issue was not successful. Because the customer was running v2.5 at the time, recommendation from rnd was to upgrade to v3.61 as some recent changes regarding maldi plates might have addressed this issue. This is a confirmed failure of a bd product. The root cause was an unhandled failure with marking colonies on maldi plates. Bd quality will continue to monitor trends associated with this complaint. H3 other text.

Event description:
It was reported that while using a bd synapsys laboratory solutions an application workflow error was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using a tla instrument system an application workflow error was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.